Event description:
A malfunction was reported on the pump by the customer, but it was confirmed that there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.